Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Cardiopulmonary resuscitation was initiated but no blood pressure was ever noted during this time; and the patient was then intubated. Multiple doses of epinephrine and atropine were given per procedure. Angiography showed no dissection; however, no flow remained. Echo noted two pericardial effusions but no evidence of rupture or leakage. Decision was made to cease compression. The patient died the same day. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a saphenous vein graft (svg) to the first obtuse marginal (om1) artery. A 2.5x20 non-abbott stent was advanced and deployed at 14 atmospheres (atm), when a small to moderate sized perforation was noted distal to where the stent was placed. A 2.8x26 rx graftmaster (gm) stent met resistance during advancement but ultimately reached the lesion and was deployed at 12 atm. It appeared the perforation had been sealed, yet no re-flow was present despite multiple inflations done. A 5-minute inflation at the end was performed which resulted in the perforation sealing. No pericardial effusion was noted. Patient had significant st-changes with no re-flow in the om1. Patient still persisted with chest pain. It was decided to observe the patient. On (B)(6) 2018, patient returned for follow-up of the gm stent and other lesions that needed repair. A svg injection was performed of the gm stent. It was noted that there was a leak present in a small cavity, but seemed to be self-contained. No intervention was done as it was deemed insignificant because there was no obvious pericardial effusion. Intervention of the om graft proceeded. A 3.0x20mm non-abbott stent was deployed at 14atm. At the ostium a 3.5x16mm non-abbott stent was deployed at 14 atm. Patient tolerated procedure well and both stents were patent. After about 10 minutes, as the patient was taken off the table, he had shortness of breath, chest pain, st elevation, became hypotensive and went into pulseless electrical activity arrest.

Event description:
Subsequent to the initially filed MDR report, the following additional information was provided: it was confirmed that the perforation sealed completely with the use of the rx graftmaster deployed at 15 atmospheres. Additionally, the 5 minute long inflation performed at the end of the procedure on (B)(6) 2018 was done with a 3.0x30mm non-abbott balloon, not the rx graftmaster stent-balloon and was part of standard procedure. The leak noted on (B)(6) 2018 that was present in a small cavity was not in the area where the rx graftmaster was implanted. The ultimate cause of death was due to cardiac arrest. An autopsy was not performed. Per the physician, the use of the rx graftmaster did not possibly cause or contribute to patient death in any way. The patient health was not declining (toward death) prior to graftmaster use and it did not decline after use. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: adverse event of death removed; adverse event of hospitalization and required intervention added. Correction: type of reportable event was updated from death to serious injury correction: device code 2913 was removed. Patient codes 1762, 1802, 1816, 1914, 2045, 3271 were removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of occlusion is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported physical resistance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.